Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the catheter became lodged on the guide wire and a balloon leak occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous mid left anterior descending (lad) coronary artery. A taxus express2 drug eluting stent was successfully deployed in the lesion. The 15mm x 3.0mm quantum maverick mr balloon catheter was being used for post dilation of the taxus stent; however, while attempting to cross the lesion, the catheter became "stuck" on the guide wire. The catheter and guide wire were removed together. The catheter and guide wire were reinserted and successfully crossed the lesion; however, a balloon leak occurred. The total number of inflations and to what atms is unknown. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".